Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump was alarming no delivery during both basal and bolus deliveries. Customer's blood glucose was 498 mg/dl, which he treated with manual injection. There was also a click noise occurring near the piston in the reservoir chamber. Troubleshooting was performed. The drive support cap appeared normal. A self-test was performed and passed. Customer did see insulin drops drip out of the infusion set. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.